Event description:
The customer reported that following completion of the svt ablation procedure, a full thickness burn was noted at the grounding pad site on the patient's right flank. Skin grafting was required. The incident pad was discarded. The equipment used was cleared by hospital engineering and has been used since without any further incident. The site believes that the pt was burned due to the patch placement. The pt had a large amount of adipose tissue. It was possible the patient's adipose tissue displaced the patch's placement and resulted in the patch not adhering well to the pt's skin.

Manufacturer narrative:
(B)(4). The incident grounding pad was discarded by the site and is not available for evaluation. The e7506 instructions for use warns the non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully apply return electrode to the point of injuring the pt. Use of more than one return electrode may help mitigate the increased risk.